Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the left ventricular lead had become dislodged and exhibited high pacing threshold; it was noted that the s-curve was not effective for patient anatomy. The lead was explanted and replaced. The patient¿s condition during and post procedure was stable.